Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) separated from the delivery system (ds) cone when the ds was bent through the right ventricular valve causing the tines to be outside of the cone. The ipg system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned with the device intact in the device cup. Analysis was performed. Flat wire was found protruding from the delivery system outer shaft. The analyst noted the deployment and articulation tests both passed within specification. If information is provided in the future, a supplemental report will be issued.